Manufacturer narrative:
Date of event is unknown; awareness date has been used for this field. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd syringe 3ml ll 23ga 1in the needles were clogged. This occurred 9 times. There was no report of patient impact. The following information was provided by the initial reporter, translated from spanish to english: client bought a box with 100 pieces of which 9 pieces are covered with needles, the plunger is returned.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 23-dec-2022. H6: investigation summary: nine samples, one photo, and one video received. In the video, the client is seen holding the syringe by the base of the rim and slowly ejecting the plunger. Sealed products are observed on the photo. Upon visual evaluation of the needles, no defects are observed on the cannula. When introducing the stylet inside the cannula, there is resistance due to pasty consistency inside, needles appeared clogged. Fourier transform infrared spectroscopy was performed to further analyze, foreign substance is sodium salt, which generates the formation of a paste that prevents the passage of liquid through the cannula. Based on the quality team's investigation, possible root cause for clogged needle is associated with effectiveness in the sensor at the entrance of the auto shielder in the nip line entrance.

Event description:
It was reported while using bd syringe 3ml ll 23ga 1in the needles were clogged. This occurred 9 times. There was no report of patient impact. The following information was provided by the initial reporter, translated from spanish to english: client bought a box with 100 pieces of which 9 pieces are covered with needles, the plunger is returned.